Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0350 - logic femoral ps cem right sz 5, sn: (B)(4); 200-02-38 - three peg patella 38mm, sn: (B)(4); 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, sn: (B)(4); 204-34-02 - fluted stem extension 25l x 14 mm, sn: (B)(4); 204-70-00 - tibial stem ext. Screw, sn: (B)(4).

Event description:
Related to 1038671-2022-01021 (left knee revision). As reported, the patient had an initial right tka on (B)(6) 2016. The patient was revised on (B)(6) 2022 due to pain.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0021-2022. Related to 1038671-2022-01021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of pain, swelling, prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.